Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial#(B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient wanted assistance finding their refill date on their personal therapy manager (ptm). The agent assisted the patient to confirm that the ptm displayed (B)(6) 2025. While connecting the patient stated that the ptm was lagging on 90 percent while trying to connect. The agent assisted the patient with clearing data and reviewed considerations. The issue was resolved thru troubleshooting. The patient mentioned unrelated medical history. This included patient mentioned they just had surgery on their mouth recently.